Manufacturer narrative:
It was confirmed that the sureform 60 stapler instrument and the blue sureform 60 reloads involved with this complaint have been discarded. Therefore, the root cause of the alleged customer reported incident cannot be determined. A follow-up MDR will be submitted if additional information is received. Isi has reviewed the site¿s system log with a procedure date of (B)(6) 2019. The stapler 60 pn 480460-07, lot t11190221-0545 fired 4 blue sureform 60 reloads. All firings were completed and there were no incomplete clamps. This complaint is being reported due to the following conclusion: it was reported that post da vinci-assisted colectomy procedure, the patient experienced rectal bleeding. As a result, the patient was required to stay for two extra days at the hospital, and 3 units of blood were administered to address the bleeding. However, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during the da vinci-assisted colectomy procedure, the surgeon observed bleeding at the distal end of the staple line while using the blue sureform 60 reloads. After the procedure, later that day, the patient experienced rectal bleeding. As a result, the patient was required to stay for two extra days at the hospital, and three units of blood were administered to address the bleeding. On 22-may-2019, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr) and obtained the following additional information regarding the reported event: when the surgeon fired the sureform 60 stapler instrument with a blue sureform 60 reload, the patient experienced bleeding at the distal end of the staple line. The surgeon addressed the bleeding with an electrocautery back up instrument. The staple line was reported to be well-formed with no evidence of malformed staples. Later that day, post-operatively, the patient experienced rectal bleeding. As a result, the patient was required to stay for two extra days at the hospital, and three units of blood were administered to the patient to address the bleeding. The following were confirmed; the target tissue was normal, the patient had not undergone any previous chemotherapy or radiation treatments, there was no tissue bunching, and no clamping issue. The surgeon did not encounter any obstructions such as clips, staples, bone, or other hard objects between the instrument¿s jaws. The procedure was recorded on video; however, at this time, isi is unable to obtain a copy of the video recording.